Event description:
An adverse event involving a quickie qm710 powered wheelchair was reported to sunrise medical on (B)(6) 2014. It was reported that the end-user was riding in her wheelchair on the sidewalk when she suddenly fell out of the wheelchair and onto the ground. As a result the end-user sustained a fracture to her left femur. Details as to how or what caused or contributed the end-user's fall are unclear at this time.

Manufacturer narrative:
Sunrise medical has made multiple phone calls to the end-user to get her report on how she fell out of her wheelchair. We will continue to try to contact the end-user for additional information so that a follow-up MDR can be filed to the FDA.